Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that pain and vessel perforation are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A planned percutaneous coronary intervention (pci) was performed using a non-abbott device on severely calcified, mild tortuosity tandem lesions with 90-99% stenosis in right coronary artery (rca). Wiring using a non-abbott guidewire failed, however it was successful using an abbott pilot 50 guidewire. The non-abbott device failed to pass a microcatheter to exchange for non-abbott guidewire. A diamondback 360 coronary orbital atherectomy device (oad) was used and successfully wired directly with a viperwire advance guidewire. Three treatments were performed at low speed on proximal lesion. After third treatment, angiographic results showed significant staining coming from the treated proximal area. An abbott 4.5 x 20 neotrek nc dilatation balloon catheter was used to tamponade the vessel perforation until sealed. Echo was performed with ultrasound and non-abbott paracentesis trays were used. Trauma was observed in the abbott neotrek nc balloon while inflated. The balloon catheter was advanced to deliver covered stent via femoral access. This was unsuccessful and the abbott 4.5x20 neotrek nc balloon was left inflated for a period of time and the staining eventually stopped. Echo with ultrasound was repeated. No significant hematoma was noted, and wall function was within normal limits. Patient was monitored on the table for roughly 60 minutes after staining stopped. Patient was hemodynamically stable throughout the event with pain score of 8 out of 10 at maximum and left with a pain score of 0 out of 10 at completion of the procedure. In the physician's opinion, the perforation contributed to pain and the oad or viperwire guidewire contributed to perforation in the patient. The pain that the patient experienced during the procedure was treated with medication management and planned procedure was aborted for patient safety. The lesions were not acute and the patient had been living with them. Patient was transferred to intensive care unit (ICU) for monitoring. The patient was stable after the procedure.